Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the splenic artery aneurysm embolization, resistance was encountered when the subject coil was about to be advanced from the distal tip of the microcatheter. While retracting the subject coil, premature detachment of the coil in the microcatheter shaft was found. The coil was replaced with another device, and the procedure was completed successfully using the same microcatheter. Additional information indicated that the lumen of the catheter was not within recommended range. As the microcatheter type remains unknown, this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the splenic artery aneurysm embolization, the subject coil encountered resistance when it was about to be advanced from the distal tip of the microcatheter. While retracting, the subject coil was prematurely detached in the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.